Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cutting and cleaning the lead, the helix could be extended and retracted and the length was within specification. The cause of the reported event was isolated to the helix being clogged with blood, and over-torque of the inner coil.

Event description:
It was reported during implant procedure that the helix of the right ventricular lead failed to extend properly. The lead was successfully exchanged. The patient was stable and asymptomatic.